Manufacturer narrative:
The company rep examined the system and reproduced the issue reported. The fluidics module was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that a system message displayed during the ultrasound portion of a cataract with intraocular lens implant procedure. The pt was stabilized and the system was exchanged. Following a delay of one hour, the case was able to be completed. There was no harm to the pt.